Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that their quality controls were within acceptable range prior to and after the patient sample was run. The customer stated that they also ran probe test, which was acceptable. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. No service was performed on the instrument. The customer repeated the sample and the issue resolved. The hsc specialist suspects that a weak mix or a sample issue caused the low recovery of the initial sample. The issue is isolated to this sample. No reagent issues are suspected since quality control was within range and no additional discordant results have been reported. The cause of the discordant, falsely low mg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low mg result.